Event description:
The event is reported as: the customer alleges that the connector breaks at the tip during use and causes an air leak. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.